Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the urethane coating on the distal end was missing 6mm in length with resultant exposure of the core wire and the gold coil. Elongation of urethane coating was found in 14 mm in length from the distal end of the urethane coating. Visual inspection of the actual sample with ccd and sem revealed: the distal end of the urethane coating seemed to have been pulled and torn-off; creases had been generated on the urethane surface near the distal end; the urethane coating had been elongated. Based on these findings, it is likely that the actual sample may have been subjected to pulling force while it was in a state of having been trapped with some hard object. The part of the urethane coating where the elongation was observed was inspected with ccd and sem. No abrasion was observed on that area. The distal end of the core wire was inspected with sem and compared with that of a current product sample. Both samples were confirmed to have smooth cut surface, which was the trace of cut in specified length in the manufacturing process. Based on this, it was likely that the core wire of the actual sample was intact with no missing portion. The outer diameter of the actual sample was measured on the undamaged section and confirmed to meet the factory's specifications. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was trapped in a hard object (e.g., concurrently used devise). In order to release the trapped state, the actual sample was exposed to pulling force. As a result, the urethane coating became separated with resultant the exposure of the core wire and gold coil. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantage was used during the procedure. Probing subtotal occlusion of a lower leg artery with the gwa 18 in combination with a support catheter rubicin and a pacific plus. When removing the wire, it was noticed that the hydrophilic coating was resolved. The patient was not harmed. The procedure outcome was not reported.